Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001, (B)(6) 2002 and (B)(6) 2008 and mesh was used. The patient experienced mesh erosion, pelvic pain, infections and dyspareunia, and she has undergone additional surgeries and revisionary procedures. The following are interventions patient underwent without any detail information: removal (B)(6) 2001, (B)(6) 2002 with another implantation, (B)(6) 2008, (B)(6) 2009 &amp; mesh reinforcement in (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a mesh removal procedure and cystoscopy on (B)(6) 2001. It was further reported that the patient underwent a cystoscopy procedure on (B)(6) 2004.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-05232 and 2210968-2012-05233. The same patient is represented in each medwatch.